Manufacturer narrative:
Correction section g2 report source: distributor please find attached the final report analysis.

Event description:
Reportedly, during the implant, the lead was positioned into the right ventricular apex and tested with the psa. The impedance measured with the psa was over 3000 ohms and the ventricular sensing value was measured at 4~6 mv. Despite the repositioning of the lead on other ventricular areas and using a new psa cable, the measurements were still same. A new lead used and implanted.

Event description:
Reportedly, during the procedure, the lead was positioned into the right ventricular apex and tested with the psa. The impedance measured with the psa was over 3000 ohms and the ventricular sensing value was measured at 4~6 mv. Despite the repositioning of the lead on other ventricular areas and using a new psa cable, the measurements were still same. A new lead used and implanted.

Manufacturer narrative:
Additional information section g5: the PMA/510(k) # code was not populated. The code is the following one: p130010_ p950029_p980049. Correction section h3 device evaluated by manufacturer? The device was returned but not yet received.

Event description:
Reportedly, during the procedure, the lead was positioned into the right ventricular apex and tested with the psa. The impedance measured with the psa was over 3000 ohms and the ventricular sensing value was measured at 4~6 mv. Despite the repositioning of the lead on other ventricular areas and using a new psa cable, the measurements were still same. A new lead used and implanted .